Manufacturer narrative:
On september 23, 2020 mentor became aware that it erroneously omitted off label use of the device with the initial report submitted on july 22, 2019. The device was implanted for long than six months, and this is an example off off-label use. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon review, mentor has determined that there is no evidence that this device was used in a breast tissue expansion procedure as initially reported. There is currently no information regarding the type of procedure. Similarly, it is not known if the patient's cancer history is specifically breast cancer. Manufacturer¿s reference number: (B)(4) specified in h10 that the device is not confirmed to have been used in a breast tissue expansion application as initially reported.

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4) an incorrect patient code (3191 ¿ no code available) was used for this event. The correct code has been added. Mentor became aware of this on (B)(6) 2021. H6 health effect - clinical code: e2401 "insufficient information"

Manufacturer narrative:
After additional review of this event by mentor's clinical safety and regulatory teams on 22-jul-2022, it has determined that the device was not used off-label. As a result, medical device problem code off-label use no longer applies. The device was implanted longer than six months, which is not in accordance with our instructions for use. Therefore h6 medical device problem code a23/use of device problem has been added. Manufacturer's reference number: (B)(4), h6 medical device problem code off-label use was replaced with a23/use of device problem.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient with a history of breast cancer who underwent breast reconstruction revision with a 550cc mentor tissue expander experienced left sided deflation post procedure. The patient felt discomfort and during device replacement the physician noted that the device had deflated. The explant was performed on (B)(6) 2019.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 8/24/2019. Device evaluation summary: according to the information received, it was reported a patient experienced deflation of a tissue expander. During evaluation of the sample a crease was observed on the anterior view. Leak testing revealed a tear within the crease measuring approximately 0.1 cm. No other anomalies were discovered. A crease/fold failure is a known inherent risk associated with the use of tissue expanders and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).